Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6726 crdm adaptor (B)(6) 2011; d224trk implantable cardioverter defibrillator (B)(6) 2011; 4193 implantable pacing lead (B)(6) 2005; 694965 implantable tachy lead (B)(6) 2005; 6996sq58 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed a pocket infection and the implantable cardioverter defibrillator (ICD) and leads were explanted. Cultures were taken and the patient placed on antibiotic therapy. It was also reported that the infection was systemic. The system was explanted and replaced five days later. No further patient complications have been reported as a result of this event.